Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and elevated thresholds on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product issue will be re-evaluated if additional details are received.